Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The customer attempted to recover the drawer; however, the system displayed a required maintenance error message. The customer also powered off the station, unplugged the power cord, waited several minutes, then reconnected power and restarted the station. Despite these troubleshooting steps, the drawer remained unrecoverable and continued to display the maintenance error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 failed to open due to bad drawer board. A field service engineer (fse) replaced drawer board and reboot the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.